Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting bent cannulas. Customer stated that it seems like she is hitting muscle tissue when she is inserting the infusion set. Customer's blood glucose 127 mg/dl. Customer stated that the cannula sometimes bends when she inserts the infusion set. Customer stated that she worked with a girl from the (B)(6) training group and she had also gotten a bent cannula. Customer stated that she has not been hospitalized because of this issue. Customer stated that she has the arthritis and it is hard to work with the infusion set. Customer was inserting into the abdomen. Customer stated that she has tried other parts of her body but it is too uncomfortable. Customer stated that it is easier and better for her to insert in the abdomen.